Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during visual inspection of the pump, it was observed that the cartridge was not damaged and the battery compartment was cracked. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.